Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient was having an MRI unrelated to their device or therapy. The patient said that their pain returned to a severe degree and the device just wasn't giving them the coverage they needed. They didn't turn their implant on anymore and it's been off for several months; they stated they still charge their device and are able to connect with their patient programmer and their recharger. No further complications reported. Additional information was received from the patient¿s healthcare provider (hcp). It was reported that their coverage was fine, but it just wasn¿t relieving their pain. The patient stated that they had their device reprogrammed and injections in order to resolve the issue. No further complications were reported or anticipated. Additional information was received from the patient. It was reported that the patient's original call was regarding activating MRI mode on the device. The patient indicated they have not turned on their implant on in > 6 months and they get no relief from the pain at the time of this report. The manufacturing representative (rep) answered all of the patients concerns. No patient symptoms or complications were reported in this event. Additional information received from the patient reported that they could not get the ins into m ri mode because when they tried to connect with the programmer they were seeing a poor communication screen. The patient was unable to connect with the ins. The patient noted that they had not used the ins in 2 years and that they planned on getting it removed in the near future. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient had talked to someone who indicated that device is dead. The patient has not yet planned their implant removal, but will be seeing their surgeon on (B)(6) 2018. No further information was reported.